Event description:
It was reported that the lesion was located in the mid rca. While trying to progress guide catheter, there was a dissection of rca. Five endeavor sprint rx stents were implanted and were overlapping (MFR report# 2953200-2008-00519 - 00523). One further stent (brand name unknown) was attempted to be implanted but failed to reach the target lesion. On the same day as implant, the patient suffered an acute non-stemi. The investigator assessed the event as a non q-wave mi and that it was non determinable as to whether the event was related to the study stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Lack of information.